Event description:
The pt turned the ins up to 10.5 volts and could not feel stimulation. He was able to feel stimulation the day before. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).